Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 92 events were reported for this quarter. Product return status: 76 devices were evaluated based on historical data analysis. 9 devices were received. 7 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 76 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 1 device: no device problem found, fracture problem / housing. 4 devices: no device problem found / part/component/sub-assembly term not applicable. 1 device: wear problem, overheating problem identified / bearings. 1 device: lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 2 devices: wear problem, no device problem found / rod/shaft. 7 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 68 devices: scrapped by stryker. 17 devices: product not received. 7 devices: product disposition is not yet determined. Additional information: 92 devices were not labeled for single-use. 92 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 92 events for the failure: overheating of device. - 72 events had problem identified during non-clinical procedure; there was no patient involvement. - 19 events had no health consequences or impact. - 1 event had insufficient information.